Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 23-apr-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #:(B)(4), ubd: 23-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that a lead had broken and the battery needed to be replaced. The patient reported that she had fallen on ice and they think that was when the lead broke. The patient reported that she had bene in pain since then and it had gradually gotten worse. The patient reported that she had an appointment with her healthcare provider (hcp) and stated they would discuss the replacement with them on that day. No further complications were reported.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were supposed to get a letter in the mail giving them directions on what to do to prepare for their surgery tomorrow, but they stated that they never received anything. The patient stated that they were supposed to stop taking aspirin and neproxine. They stated that they were going in for a revision tomorrow to have their ins and leads replaced. The patient stated that they fell on the ice in (B)(6) 2019 and since then they had started having to take pain medicine slowly. The patient stated that they went to have their device checked and they stated that they believed one of the leads broke. The revision was scheduled for (B)(6) 2019. The patient was redirected to follow-up with their healthcare provider (hcp) to get directions on how to prepare for surgery. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.